Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with (B)(4) units of insulin, and remained static at (B)(4) units. The customer's blood glucose level was "good". Although requested by tandem technical support, the customer declined to reload the cartridge.